Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her scs system. The patient reported her scs system was explanted because it was not helping with her pain.